Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem technical support tts and reportedly the customer was using cold insulin and reusing insulin. Tts informed the customer that using cold insulin and reusing insulin is off label per the tandem user guide. The customer's blood glucose was "high", although specific value was not provided with moderate ketones. Elevated bg was addressed by a manual insulin injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: residual insulin remaining in the cartridge is unusable. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.